Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being used. The root cause was determined to be the system drifted out of calibration. The system was serviced and brought back to operation as intended. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
O2 calibration issues with paramagnetic o2 sensor. Customer reported o2 was only showing 24% in system test when set at 21% (external measurement actually showed 21%).